Manufacturer narrative:
The reported event of it was reported impedance issues. Was confirmed. As received, microscopic inspection lead extension showed no anomaly and did not pass electrical testing for opens that could cause high impedances. The cause of the reported event could not ascertain.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient's extensions had high impedances. Surgical intervention was undertaken wherein both extensions were explanted and replaced.